Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose level and low blood glucose level. Customer¿s blood glucose level was 500 mg/dl at the time of incident, 227 mg/dl and 55 mg/dl. Customer was using insulin pump system within 48 hours of reported event. Customer was not using auto mode of insulin pump. Customer reported that the drive support cap was normal. Customer did not allege that the insulin pump was over delivering. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. The insulin pump will not be returned for analysis.